Manufacturer narrative:
Additional information: h6 and h11: h11: a service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information for h6: type of investigation, h11. H11: a device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the syringe of a novum iq syringe pump was difficult to load. While in the biomed department ¿the barrel clamp was not engaging¿ on the novum pump, and ¿something was loose inside.¿ there was no patient involvement. No additional information is available.